Manufacturer narrative:
No conclusion code was available; final analysis found an integrated circuit board anomaly which resulted in power anomaly. (B)(4).

Event description:
It was reported that the merlin.net transmitter exhibited power supply anomaly after a lightning storm. The device was returned and exchanged.